Event description:
It was reported that during implant, it was difficult to insert the leads into the pulse generator header, despite the use of silicone oil. A new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.